Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (40 mg/ml at 13.2 mg/day), clonidine (1000 mcg/ml at 331 mcg/day) and bupivacaine (2.5 mg/ml at .82 mg/day) via an implanted pump. The indication for pump use was radiculopathy and non-malignant pain. On (B)(6) 2016 it was reported that the patient had paralysis of their legs and a granuloma was suspected. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The pump was refilled on tuesday, but no change in the drug dose or concentration was made. It was unknown what diagnostics/troubleshooting was done. Today the pump was turned to minimum rate. The issue was not resolved. They were considering surgical intervention. The patient status was reported as "alive - with injury" with the details of the injury being noted as "potential paralysis."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.